Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensed noise with pacing inhibition. No asystole was observed. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.